Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer reset pump and administered a correction bolus to address bg level. Reportedly, the customer cleaned the speaker holes but the altitude alarm recurred. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.